Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection with juvéderm® ultra xc, the ¿whole syringe cracked.¿ the injector heard cracking during the injection and the product started leaking out of the actual syringe. The event occurred with 2 syringes from the same box. Patient contact was made. No injury occurred. This is the same event and the same patient reported under MDR ID # 3005113652-2017-00350 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, the second syringe of juvéderm® ultra xc, also a device manufactured by allergan.